Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer also reported that they had low blood glucose of 53 mg/dl. The customer stated that they treated the low blood glucose with glucose tablets and the blood glucose went high. Troubleshooting did not occur. The insulin pump will not be returned for analysis.